Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 520 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer did experienced the symptoms such as nausea, vomiting, abdominal pain, difficulty breathing and diarrhea. The customer was treated by intravenous and injection in hospital. It was also reported that the bolus history displays all bolus entries based on their recollection. The insulin pump will not be returned for analysis.